Manufacturer narrative:
(B)(4). Concomitant medical products: 00599401792, lcck nexgen femoral component, 63251418, 00599404217, lcck nexgen articular surface, 63224135, 3003940002, refobacin bone cement r 2x40g, a638bj1702. Report source, foreign - the event occurred in the (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 02632, 0001822565 - 2018 - 02631. Remains implanted.

Event description:
It was reported that a streptococcus group g bacterium grew on the patient's revision prosthesis. The patient had under gone dental cleaning. A washout procedure was performed of the knee and no devices were removed. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). (UDI): (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.